Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank display. The pump was also received with corrosion on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a fading serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The insulin pump alarmed but the customer did not know what it alarmed for. The insulin pump shut down with a black screen and was unable to access the menus. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.